Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: 6947 implantable tachy lead 2011-(B)(6), d274drg implantable cardioverter defibrillator 2011-(B)(6). (B)(4).

Event description:
It was reported that the right atrial lead had failure to capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.